Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneously low results for glucose for three (3) patient samples assayed with cx glucose reagent on a unicel dxc 800 pro synchron chemistry analyzer. The erroneously low glucose results were reported outside of the laboratory and questioned by the ordering physicians. There was no impact to patient treatment associated with this event. The customer reported that the three (3) patient samples were reassayed for glucose. Higher normal results were obtained and were reported outside of the laboratory as amended reports. The customer reported that quality control data for glucose was recovering within the laboratory's established ranges at the time of the event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse observed that the transmittance reading on the analyzer photometer was lower than the established specification. The fse adjusted the transmittance to the established specification. The fse verified the repair per established procedures. Quality control samples were analyzed for glucose with the results recovering within the laboratory's established ranges. A precision run was performed yielding acceptable results.